Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. It was reported that patient used the device while pregnant. The animas vibe user's guide states: do not use the dexcom g4 platinum sensor and transmitter if you are under the age of 18, are pregnant (or planning to get pregnant) or on dialysis. It was reported that the patient placed the insulin pump within 3 inches of the sensor. The animas vibe user's guide states: do not inject insulin or place an insulin pump infusion set within 3 inches (7.62 centimeters) of the sensor. If the insulin delivery site is within 3 inches (7.62 centimeters) of the sensor, it may interfere with sensor glucose readings taken from fluid below the skin, and can cause inaccurate sensor glucose readings. At the time of contact, no injury or medical intervention was reported.